Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing when the user connected the subject device and the endoscope of 180/165/160 series, an endoscopic image of the subject device could not be displayed and an abnormal endoscopic image of stripes appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. Poor electrical contact due to corrosion. Broken circuit board. The instruction manual of the subject device states the corresponding method in case of an abnormality.